Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hepato-pancreatico biliary procedure, the device had an incomplete staple line. They then used another reload to resolve the issue in order to complete the case.